Event description:
A malfunction alarm was reported, identified as malf 0, with a fault ID of 0x277d. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and the customer was able to successfully reset it, with no recurrence of the malfunction. The customer was informed to continue using the pump and to contact support if the malfunction reappeared.